Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an red bumpy rash under her left breast. It was later reported by the patient's nurse that the area under the front therapy electrode was reddened and the nurse would not describe it as a rash. The patient's nurse also reported that the garment hooks had cut the patient and the area was bleeding. The nurse cleaned, applied neosporin, and bandaged the cut. It was later reported that the irritation improved but was itchy.